Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with their insertable cardiac monitor coming out of their skin. The patient had opened up the wound themselves. While in the clinic then pulled the entire device out of the body themselves. There was no sign of infection or allegation that the device or procedure caused one. Patient condition was stable.